Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location. This occurred during a dwell phase of peritoneal dialysis therapy. The patient ended the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted scratches along the tubes attached to the cassette. Pressure testing was performed and a leak was observed in tube due to the scratches and crushes. Pull test was also performed (5 pounds as per specification), and no separation was observed. The reported condition was verified. The cause of the scratches were caused by the packing machine (flow wrapper) during the packaging process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.